Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor who reported that the patient had their implant battery replaced due to normal battery depletion and that their implant was not programmed corrected and that it was a disaster. The patient indicated that they have been having incontinence issues since the implant was replaced. A second call from the patient indicated that they wanted a manufacturer representative (rep) to come and adjust their device because it was not working. The patient was advised to follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.